Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7085776. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Batch/lot number: 7085592. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Serial number: na. Batch/lot number: 29451583. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not obtained for return due to hospital policy.